Event description:
Noise was present on this ra lead. The rv lead was reported to have a fracture, noise and high impedances. The rv leads fracture was confirmed via x-ray. This ra lead was capped and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.